Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow block alarm functions properly during the basic occlusion test and occlusion test. No unexpected insulin flow block alarm noted. No unexpected low battery alarm noted during testing or on the history file. However, the insulin pump was received with a scratched case, cracked battery tube threads and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call insulin flow blockage on the insulin pump. Customer advised the insulin flow was blocked and the insulin pump had low battery life for 2 days. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.